Event description:
It was reported that prior to starting a da vinci si total benign hysterectomy procedure the wire separated on the fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported issue. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.